Event description:
My mom, (B)(6) died and was a patient of fresenius dialysis in (B)(6). Just wanted you to know in case this is reason she had stroke and never woke back up and was paralyzed. (B)(6).